Event description:
Bottle sensor error on alaris pump led to the wrong med being programed into the pump due to the rn switching the channels from side to side to troubleshoot. Patient was decompensating at the time of the rn attempting to troubleshoot the alaris pump.